Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that during initial functional test, the device shut down due to one battery contact being contaminated. Functional test was re-ran and initial shut down failures passed. During the functional test rerun there was one sensitivity failure. Sensitivity test was re-ran and device passed. (Device intermittent operation). Analysis also found the lower case is broken. (B)(4).